Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), broken reservoir tube lip, missing reservoir tube o-ring.

Event description:
Information received by medtronic stated that the insulin pump side of the battery compartment was cracked. No harm was required during medical intervention. The insulin pump will be returned for analysis.